Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too high. A second valve was placed into the first without problems. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently it was reported that the paravalvular leak originating from the initial device implant was classified as moderate to severe.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
From the available information, a conclusive cause for the high placement of the valve cannot be determined, although possible contributing factors include the amount of tension in the system and patient anatomy. The available information did not indicate a possible manufacturing issue, therefore a device history record review was not conducted.